Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture visible behind the display. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the pump black box data showed evidence of a voltage drop resulting in a replace battery alarm. During a visual inspection of the pump, there was moisture observed behind the display lens. The battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap was not returned; a test battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. A leak test revealed a leak at a crack in the case cover. The pump case was removed and evidence of moisture ingress was found on the printed circuit board and other internal components of the pump. The complaint of a battery life issue was not duplicated during investigation, however, moisture in the pump was confirmed.